Event description:
The customer's mother called to report high bgs. Bgs were treated with manual injection. Troubleshooting was performed. The insulin exited. It as indicated that the driver arms are loose and the pump does not prime.